Event description:
The customer stated that he was hospitalized for low blood glucose levels. His blood glucose levels dropped very quickly just before lunch that day. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.